Manufacturer narrative:
(B)(4). Pressure testing was performed on the returned breathing circuits to measure leaks. The y-swivel was also submerged in a water bath. Results: one circuit was found to be within specification. With the second circuit, test readings indicated that the pressure drop demonstrated by the breathing circuit was outside the acceptable range. When the y-swivel was submerged in a water bath, bubbles were observed at the joint between the two parts of the swivel, indicating a leak. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked into place, the leak between the swivel joint was enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).

Event description:
A hospital in (B)(6) reported via our distributor that two rt235 infant dual-heated evaqua breathing circuits failed the ventilator leak test. No patient consequence was reported.